Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the leading haptic broke the capsular bag as the lens was injected into the left eye. Allegedly, the lens was not centering so it was removed and replaced with the same model lens. A vitrectomy was performed and sutures were used. The patient's prognosis is "good" and the treatment is "taper pred forte."

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is in two pieces. The optic has been torn or cut in half. One haptic is attached to each piece of the optic. Both haptics are bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.